Event description:
Caller indicated the relion prime was giving low readings. Caller stated she was continually getting the 'lo' reading, she completed a test on the phone and has proper tecnhique. She knows she's not under 20mg and feels there is something wrong with the meter. Replaced product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Manufacturer is aware of the issue which is under investigation (CAPA (B)(4)).